Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon an initial attempt at deployment, it was noted that one of the paddles would not release and the valve could not deploy fully. The delivery catheter system (dcs) and guidewire were manipulated in an attempt to release the paddle, however this was unsuccessful. Subsequently, upon pulling the d cs away from the valve, the valve dislodged. Of note, the paddle was still attached following the valve dislodge. An attempt was made to recapture the valve into the dcs, during which the final paddle did release. The dcs was withdrawn from the patient and the dislodged valve was snared to a new location. A second valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 15-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.